Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of device malfunction was confirmed via failure investigation this MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an alert identified as motor stall recurred during a scheduled supply change, prevented completion of the process, and persisted after restart steps and a dry supply change, indicating a pump malfunction involving the drive mechanism. Symptoms included none reported and blood glucose remained within normal range. Outcomes included interruption of therapy and transition to backup diabetes therapy, with continued cgm use via the dexcom app or receiver. Investigation included remote troubleshooting, instruction to shut down the device to avoid further alerts, review of shipping and return logistics, and guidance to sync data to the mobile app prior to return. Investigation of this device revealed repeat motor stall behavior consistent with a mechanical drive obstruction or motor stall within the pump assembly that prevented operation. It was concluded, based on previously established findings for similar reports, that the cause was mechanical failure of the pump drive system.